Event description:
Boston scientific crm received information that two days post implant, the right ventricular (rv) lead exhibited loss of capture. Upon interrogation, the threshold measurement was 0.7v and impedance measurements were within normal limits. However, it was noted that auto capture was at 5.0v during the initial interrogation. It is unknown what caused the loss of capture since the patient was asleep and asymptomatic during the episode. Technical services (ts) suggested an x-ray as well as positional testing to see if lead has dislodged. At this time, a lead insulation or fracture issue is not suspected since it is a new lead. Ts also suggested turning off auto capture and programming the device to a fixed higher output. No adverse patient effects were reported. No other specific measurements were given. At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.